Manufacturer narrative:
The sensor replacement alert was first presented to the user on the 21 september 2024, on day 54 after insertion. The sensor was returned for further investigation. A review of the dms data showed that early sensor replacement alert was triggered after a sharp decline in the signal in the reference channel, which may reflect the dimming of the led light. The failure mode could not be reproduced during the returned product analysis testing. The potential root cause for such failure mode may be related to an issue with the sensor electronics, for example an intermittent led short. As part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4. Date of this report 20 december 2024 g3. Date received by the manufacturer? 20 december 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 4203 h6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 23, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.